Event description:
It was reported patient experienced pain due to ipg movement. As a result, the ipg was revised and repositioned on (B)(6) 2026 to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.